Event description:
The pt lost therapeutic effect. The pt had car accident almost a yr before this report and stimulation effect had gradually declined since then. She was feeling little to any stimulation. She also felt pain when combo of 2-3 electrodes were programmed. Occasionally the lead and extension sites were painful, as well as the ins site. Impedance measurement on 1-3 combo was 77 ohms. Other impedance values were 1395 for all combos with 0 and 452 for 1-2 and 2-3. No lead migration was noticed on x-ray (date not provided). The health care professional considered the lead to be damaged. The lead was removed approximately 8 months after the accident, two months later the lead and extension were replaced. The health care professional reported no injury.

Manufacturer narrative:
.